Event description:
PICC set was primed and ready for use. Dr did the initial puncture with the needle provided in the kit. He passed the 135cm guidewire through the needle and into vessel. He realised that the guidewire was stuck and came unravelled. He immediately pulled it out. He changed to a mandril wire and was not able to pull the mandril wire through. Mandril wire was also damaged.

Manufacturer narrative:
A lot history review (lhr) of rexk0097 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.